Event description:
A customer reported to baxter that a staff member spiked an unknown bag with a pump/gravity solution "y" injection site interlink set and realized that the blue slide clamp was not fully formed and that there was a gap at the end of it. There was no patient involvement or medical intervention necessary. This condition was discovered before usage. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An actual sample was available at the plant for evaluation. Visual inspection confirmed that the blue slide clamp was short molded. The reported non-conformance originated during the molding process at the plant. In such case the slide clamp was short molded. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been received but not fully evaluated. Once the evaluation has been completed; a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.